Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. A sensor (lot number 5197460), being used with the complaint transmitter was returned for evaluation. Due to the sensor being unrelated to the alleged complaint of an intermittent out of range signal, an investigation was not completed. Therefore, a root cause could not be determined.